Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5103140. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle detached from the bd" slip-tip disposable tuberculin syringe during use while trying to remove the cap. The following information was provided by the initial reporter: "it was reported that the tuberculin 1 ml slip tip syringe would keep the hub of 30 gauge x1/2 in bd needle on. It was reported that the upon trying to remove the cap. The whole needle came off the slip tip. It was reported that the friction for the hub of the needle to the syringe was lacking,".